Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings: during investigation, a review of the pump black box indicated evidence of a cs 064 call service alarm. The pump was exercised for 24 hours and no cs 064 alarms occurred during testing. The pump case was removed and no evidence of moisture or damage was observed inside the pump. The complaint of a call service alarm was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.